Event description:
The customer reported, "monitors flashing and going blank." This is a situation in which intermittently the system failed to display an image. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.